Manufacturer narrative:
The insulin pump was received with intermittent button repose due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and broken reservoir tube lip.

Event description:
Customer's father reported via phone, the numbers on the insulin pump are scrolling while the customer was attempting to bolus and it won't stop. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer stated the customer was hospitalized due to an infection. Now the keypad anomaly occurred which is causing the customer's blood glucose to go high. The personal at the hospital stated they will not release the customer until her blood glucose was stable. Customer has a bacterial infection that spread into her blood. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.